Manufacturer narrative:
H.6. Investigation summary: a physical sample was not available for investigation but bd was provided with a video of the issue for evaluation. A review of the device history record was performed for the reported lots, 1315344 and 2024732, and no quality issues were found during production. Our quality engineer reviewed the provided video and observed that the needle was fully retracted but the tip shield was still attached to the back of the catheter adapter. The engineer was able to determine that the user in the video was making attempts to decouple the two components but the tip shield failed to separate. Therefore, based off the provided video the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for inspection the engineer could not determine a definitive root cause for this issue but it was determined to be manufacturing related. The manufacturing facility has been notified of this incident and the findings. A notification has been issued to all manufacturing personnel to raise awareness of this issue and prevent recurrence. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 10 of the bd nexiva¿ closed IV catheter system had issues with needle disengagement. The following was received by the initial reporter: needle tip cannot be withdrawn when product is in use.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 1315344. D4. Medical device expiration date: 31oct2024. H4. Device manufacture date: 01jan0001. D4. Medical device lot #: 2024732. D4. Medical device expiration date: 31dec2024. H4. Device manufacture date: 24jan2022. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 of the bd nexiva¿ closed IV catheter system had issues with needle disengagement. The following was received by the initial reporter: needle tip cannot be withdrawn when product is in use.